Event description:
On (B)(6) 2012, the patient claimed his insulin on board (iob) feature was set to off, but the iob feature is showing the last bolus status screen. In addition, he indicated that his blood glucose has been elevated in the 200 to 400's mg/dl for over a week for no explainable reason. He has had frequent urination, fatigue, and increase thirst with his elevated blood glucose. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction other than the iob issue associated with the alleged event. It is not clear whether the patient's condition was attributed to diabetes management, use error, or a iob issue. This complaint is being reported because the patient allegedly symptoms that can be suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the total daily dose correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump passed the flow accuracy test and was found to be delivering within the required specifications. An "ezbg" bolus using patient settings for 85 mg above target performed and the pump calculated a one unit bolus and a second "ezbg" bolus using the patient settings for 85 mg above target performed and the pump calculated a zero unit bolus due to remaining insulin on board.